Event description:
Description of event: patient called to report they had a problem with their remote control. Patient stated the hospital took a cat scan and they cannot find anything, and then they took an x-ray they said it was the remote control. Patient said they went to number 7 settings and cannot feel nothing since friday. Patient mentioned they had a nevro hfx remote. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).